Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. The visual inspection under magnification of the wand shows no electrode with very low contamination/discoloration and scratch/scuff marks on the return electrode and spacer. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation, the returned wand was activated in saline solution using a known good controller. The device produced plasma on the electrodes as intended. The suction and saline lines were tested and performed fluently as intended. The complaint was not verified and the root cause could not be determined with certainty. Possible factors which contribute to the reported event are: includes (1)rate of ablation (2)power settings (3) prolonged use against dense or bony surfaces (4) suction rate and (5)fluid management. The instructions for use contains warnings and precautions to maintain proper suction flow. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was impossible because there was a lot of smoke and the tip of the wand was very red. The customer saw some sparks from the tip of the wand even after checking all the settings but there was no arcing. A backup device was available to complete the procedure with no significant delay.